Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and the rotor was discovered to be worn and seized up. If the rotor does not rotate freely, heat will be generated due to excessive friction among mating components. The rotor assembly was replaced and additional preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported that during a surgical procedure, the drill heated up. Backup equipment was used to complete the procedure. No patient or user injury was reported, and no other adverse consequences were alleged with this event.